Manufacturer narrative:
(B)(4)

Event description:
The user facility reported a complaint to customer service on 20-apr-2021 for "primary channel blocked - a plastic stuck indigator/ water channel" involving the pentax medical video colonoscope model ec-3890li, serial number (B)(4). The event timing is unknown. Based on the failure being in the water channel, we believe the user facility was referencing a plastic irrigator, unknown manufacturer, model and lot number. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Multiple good faith efforts(gfes) were sent requesting additional details and clarification with no response the customer owned endoscope was received by pentax medical for evaluation on 22-apr-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented did not find the channel blocked but did confirm the customers experience based on " primary operation channel resistance " and the technician also documented the following inspection findings on 23-apr-2021: passed dry leak test, passed wet leak test, insertion tube bump at stage 1. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, distal attaching screw, insertion flex tube, segment attaching screw, angle wire, rl pulley assy, ud pulley assy, o-ring (1.8x19.8), air/water supply tube lg, jet supply tube lg, rubber trim collar, light guide fiber bundle (lcb). Model ec-3890li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 11-jun-2016. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is awaiting repair and approved by final qc as 20-may-2021.